Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has been received for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace instruments broke. A fragment fell into the patient. The instrument did not collide with any other instruments. The fragment was retrieved and the customer confirmed retrieval by ensuring that the shape of the blade was complete. No additional surgical procedure required to remove the fragment. No post-operative tests, such as an x-ray or ultrasound, were performed to check for remaining fragments. The procedure was completed robotically with a back-up harmonic ace instrument. There was no injury to the patient, and the patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument was received and failure analysis found the instrument to have broken curved blade at the base on the distal side. A piece approximately 1.40mm x 2.17mm x 11.74mm was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage.